Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
The previous selection of "intervention required" no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's baseline weight was (B)(6). The hcp then clarified that there was no surgical intervention as of (B)(6) 2017; however, the patient was in the hospital's vumc stroke unit for medical management and observation on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that while the patient was in the car with their spouse, the patient experienced a stroke that included an episode of aphasia which lasted about 5 minutes; the patient was unable to "get words out". The patient also experienced left upper extremity weakness and numbness, and their speech was disturbed so an emt transported the patient to the emergency department. The patient was diagnosed with a seizure related to the deep brain stimulation (dbs) surgery. The seriousness of the event was noted as requiring an in-patient or prolonged hospitalization, and resulting in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The diagnostic methods included imaging (x-ray, MRI, CT scan, etc) on (B)(6) 2017 that resulted in the identification of a large area of left frontal perfusion defect with a small infarct core and a large penumbra. No associated hemorrhages were demonstrated. A large area of hypo-density within the left frontal lobe was also noted. On (B)(6) 2017 additional imaging was performed that resulted in the left frontal lobe likely being related to late subacute infarctions; there was edema within the left frontal lobe. The etiology was noted as possibly related to the device/therapy and possibly related to the implant procedure. There were no actions/interventions taken to resolve the event; the event remains ongoing. Follow-up is being conducted to obtain clarification of the seriousness of the event as it was noted that the event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function; however it was also noted that no actions/interventions were taken to resolve the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received updated the outcome to resolved without sequelae as of 2017-dec-27. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the relationship of the event to the device or therapy was updated from "possibly related" to "related". The relationship of the event to the implant procedure was updated from "possibly related" to "related".